Manufacturer narrative:
The device was received for evaluation. During functional testing, no downstream occlusion alarms occurred. The device was tested for upstream occlusion, ultrasonic air and downstream occlusion with passing results. A review of the event history log did reveal downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through event history log review however no component issue was identified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed downstream occlusion when there was no occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.